Event description:
A surgeon reported that 48 hours after implantation of an intraocular lens (iol), the pt was suffering from diplopia and decreased sight. The surgeon examined the eye and noted that the lens had dislocated into the anterior chamber. He attempted to reposition the lens, but found that a haptic was missing. The iol was removed and replaced with a new lens.